Manufacturer narrative:
Device discarded at hospital.

Event description:
It was reported that during a thrombectomy procedure in the proximal left m1, vessel perforation occurred with possible relation to the stent retriever (subject device). The physician had performed 2 passes with the subject stent retriever when the event occurred. Vessel dissection and device malfunction were not reported during the procedure. Physician is reported to have completed the procedure successfully. No other information is available

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. H3 other text: device discarded at hospital.

Event description:
It was reported that during a thrombectomy procedure in the proximal left m1, vessel perforation occurred with possible relation to the stent retriever (subject device). The physician had performed 2 passes with the subject stent retriever when the event occurred. Vessel dissection and device malfunction were not reported during the procedure. Physician is reported to have completed the procedure successfully. No other information is available.